Manufacturer narrative:
The insulin pump was received with no button response due to severely corroded keypad assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. Pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for analysis. The customer's blood glucose value was unknown.